Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - impact code 4641 was removed and replaced with code 4624; medical device problem code 1528 was removed and replaced with code 1212.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a prostyle device for a transcatheter aortic valve replacement (tavr) procedure. Reportedly, all steps were performed without issue except during closing of the feet. The device got ¿stuck¿ inside the artery of a patient. The device was eventually removed successfully after several attempts to drop the foot plate down and remove the device. The procedure was completed successfully with no other complications and no harm to the patient. Another prostyle was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the following additional information was provided: it was reported that suture placement in the heavily calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, steps 1,2, and 3 were successfully performed. During step 4, the footplate lever did not go completely down. The feet did not completely retract into the guide and the device became stuck inside the artery of the patient. Surgical intervention was performed to remove the device from the anatomy. The sheath was upsized to a 14f sheath and the procedure was completed. Hemostasis was achieved via surgical suturing instead of an additional device as previously reported. There was no reported vessel damage. Once the device was removed from the anatomy, it was troubleshooted and the footplate was able to close after calcific plaque was removed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a prostyle device for a transcatheter aortic valve replacement (tavr) procedure. Reportedly, all steps were performed without issue except during closing of the feet. The device got ¿stuck¿ inside the artery of a patient. The device was eventually removed successfully after several attempts to drop the foot plate down and remove the device. The procedure was completed successfully with no other complications and no harm to the patient. Another prostyle was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.